Event description:
Case description: a physician reported that 4 patients developed spinal infections associated with the use of gelfoam and a recent recall of the product. All pts were hospitalized. This is the report on the second pt. No further details were provided on initial contact. For cross reference on the other pts, see MFR # 2001047380us, 2001047449us and 2001047450us. 03/29/01, additional info was received from the surgeon. He reported that a pt underwent a lumbar spine decompression in which gelfoam powder was used. In 2000 pt developed an infection. Cultures were positive for coagulase-negative staphylococcus. Treatment involved a surgical debridement of the infected area and long-term antibiotic therapy. Medical history includes rheumatoid arthritis. No further info was provided. For cross reference of an additional patient, see MFR #2001051128.